Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: summary: te 246041 leads to system overload and the device ends up in ambient mode.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: a fsca/recall was issued for this issue on (B)(6)2022 at the FDA maude recall database under the reference: (B)(4). Ventilator status indicator board can become loose, which could lead to water ingress (disinfectants) that may lead to technical fault alarms. Multiple technical faults in a short time may force ventilators into safety ventilation (blower runs constantly) or ambient sate (inspiratory channel/expiratory valves opened; patient breaths room air unassisted) with panel connection lost message displayed.

Event description:
The following was reported to the hamilton medical ag: summary: te 246041 leads to system overload and the device ends up in ambient mode.

Event description:
The following was reported to the hamilton medical ag: summary: te 246041 leads to system overload and the device ends up in ambient mode.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag about one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a loosened status indicator board. In consequence the front panel and the ip board were replaced. There was no patient or user harm reported.